Manufacturer narrative:
Additional info: a4, b5, b7, d6b, d8, e1 (facility name, street, city, region, postal code), h4, h6 (updated all codes, added patient codes and imf codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced infection, inflammation, vomiting, recurrence, adhesions, mesh crumpled, chronic pain and mesh detachment. Post-operative patient treatment included medication, jejunojejunostomy, lysis of adhesions, exploratory laparotomy, small bowel resection with primary anastomosis, partial colectomy, revision surgery, surgery to remove mesh and hernia repair with new mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced recurrence, adhesions, mesh crumpled, chronic pain and mesh detachment. Post-operative patient treatment included surgery to remove mesh and additional implant.